Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 18th november 2014. During the investigation measurements taken would indicate a failure of the reed switch. In the absence of a functioning paediatric system, general advice is to administer adult level shocks to a paediatric patient. The device was still capable of delivering therapy as demonstrated during the course of the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p device.

Event description:
There was no patient involved in this event. Adult prompt with child pad pak.

Event description:
There was no patient involved in this event . Adult prompt with child pad pak.